Manufacturer narrative:
Eitan medical ltd is formerly named q core medical ltd. (B)(4).

Event description:
The complaint was reported by a customer from (B)(6): delivery issue.

Manufacturer narrative:
Eitan medical ltd is formerly named q core medical ltd. The fei number is the same (B)(4).

Event description:
The complaint was reported by a customer from (B)(6) : delivery issue.

Event description:
The complaint was reported by a customer from (B)(6): delivery issue.

Manufacturer narrative:
Eitan medical ltd is formerly named q core medical ltd. The fei number is the same (B)(4).